Manufacturer narrative:
The field service engineer (fse) observed the lyse tubing from line ff 82 to the white blood cell (wbc) bath was leaking fluid by the fitting. The fse replaced the tubing and primed the system with no evidence of fluid leaks. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).

Event description:
The customer reported approximately five milliliters of clear fluid leaked under the instrument during system startup involving the coulter lh 780 hematology analyzer. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control plan in place for biohazard material.